Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer called stating the tampons were falling apart before she used them. Bits of flush were coming out of the applicator when she pushed the plunger, and she noticed the piece before using them. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating the tampons were falling apart before she used them. Bits of flush were coming out of the applicator when she pushed the plunger, and she noticed the piece before using them. No injury was reported.